Event description:
It was reported, "I had a PICC placement this morning on a patient that needed her PICC replaced due to infiltration. This sl PICC was placed on (B)(6) 2024 lot # regz2123. Patient reports on (B)(6) 2024 the home health nurse was unable to draw blood from line and reported the line was a little slugglish to flush. The home health nurse instructed the patient to go ahead and use the line later that evening to administer her antibiotic therapy. Patient reported giving her antibiotic therapy later that evening and once the med was almost complete she noticed her arm was swollen and tender. She reports not having any issues with line until (B)(6) 2024 when nurse was unable to draw blood. Patient went to her local ed at this time. Ed performed a doppler that was negative for dvt. The ed removed the PICC line and they noted three tiny holes in the middle of the line. Patient brought line in today when she came in for her PICC line replacement." Additional information received on 01-apr-2024 it was stated no difficulties removing PICC. The event did not involve and urgent/life threatening medical situation. There was no patient harm. The patient had to get her PICC replaced. Inserted in the basilic vein.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "I had a PICC placement this morning on a patient that needed her PICC replaced due to infiltration. This sl PICC was placed on (B)(6) 2024 lot # regz2123. Patient reports on (B)(6) 2024 the home health nurse was unable to draw blood from line and reported the line was a little slugglish to flush. The home health nurse instructed the patient to go ahead and use the line later that evening to administer her antibiotic therapy. Patient reported giving her antibiotic therapy later that evening and once the med was almost complete she noticed her arm was swollen and tender. She reports not having any issues with line until (B)(6) 2024 when nurse was unable to draw blood. Patient went to her local ed at this time. Ed performed a doppler that was negative for dvt. The ed removed the PICC line and they noted three tiny holes in the middle of the line. Patient brought line in today when she came in for her PICC line replacement." Additional information received on 01-apr-2024 it was stated no difficulties removing PICC. The event did not involve and urgent/life threatening medical situation. There was no patient harm. The patient had to get her PICC replaced. Inserted in the basilic vein.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed between the 6cm and 7cm depth markings. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.